Manufacturer narrative:
The logbook of the affected device and the aos switching valve were available for the investigation. With the help of the aos switching valve, the device automatically switches the source of the oxygen supply between a central supply and a compressed oxygen cylinder. The affected switching valve was examined in the laboratory, no malfunction could be found, and the changeover worked as specified. The reported event could be reconstructed based on the log book entries. After a device test at 6:40 a.m., the ventilation function was started at around 9:15 a.m. At 10:30 a.m., "supply pressure low" was alarmed for the first time, followed shortly thereafter by "paw low" and "mve low" to indicate low airway pressure and minute volume. These alarms are consistent with the statement that ventilation was not possible shortly after the central supply was disconnected. At 10:35 a.m. The alarm "supply pressure low" occurred once again. No further alarms occurred until the device was switched off at 10:41 am. Based on the alarms, it can be seen that after the central supply was disconnected, there was generally a gas supply, which has occasionally dropped below the alarm threshold of 1.8 bar. A possible reason for this is that the changeover piston remains in an intermediate position within the aos, which could not be reproduced in the laboratory tests. Another possible cause is a cylinder valve that was only slightly opened. However, based on the information available, the actual cause of the event cannot be determined. No malfunction of the device could be identified in the analysis. If the automatic switchover from central supply to supply from the bottle does not work during operation, the patient can no longer be ventilated. There is a visual and audible alarm and the alarm message "supply pressure low" is displayed. In this case, the operating instructions stipulate that an alternative ventilation option must be available. The number of cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that after disconnecting the wall supply for transport to the ICU, the device did not resume patient ventilation after 3-5 breaths with alarm. According to the user, the patient was no longer ventilated. The vital parameters were ok/stable throughout the transport.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that after disconnecting the wall supply for transport to the ICU, the device did not resume patient ventilation after 3-5 breaths with alarm. According to the user, the patient was no longer ventilated. The vital parameters were ok/stable throughout the transport.